Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, it was reported that a beta bionics ilet user experienced difficulty turning the luer adaptor during a supply change. After multiple attempts, the user was able to insert the cartridge and complete the supply change successfully. There was no report of end-user harm or adverse event associated with this case.